Event description:
It was reported that the 9800 system displayed a "collimator pot" error on boot up. There was no report of pt injury.

Manufacturer narrative:
The customer cancelled the service call. No add'l info at this time.